Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Jul 21 & 24, 2017: litigation received. Litigation alleges corrosion and friction wear have caused amounts of toxic cobalt-chromium metal debris. As a result plaintiff has experienced pain, discomfort and inflammation. There is no report of revision at this time. This complaint was updated on aug 8, 2017.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what was previously alleged, pfs alleges inability to lift leg causing difficulty getting in and out of vehicles, climbing stairs and putting on undergarments, and cognitive issues. After review of medical records for the MDR reportability, lab results for cobalt is above 7ppb. Clinic notes report aching, limp, stiffness, and decreased flexion.